Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of the poly on an unknown day for an unknown reason. The sales representative was requesting implant identification. No additional information available at this time

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. X-rays were provided and reviewed by a health care professional. Review found anatomic alignment of the right knee arthroplasty with questionable lucency along the inferior patellar implant. Tibiofemoral poly thickness appears unremarkable. Bone quality appears osteopenic. Fit and alignment are maintained. Further medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.